Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician successfully completed the coil embolization treatment and hemostasis with the angio-seal device. The puncture site did not seem to have any issue then. The patient rested quietly in bed for 14 hours. As soon as the patient moved her body in bed, a hematoma developed. Manual compression was applied for 30 minutes. Then, the patient stayed still in bed for two more hours. Ultrasonography confirmed that there was no pseudoaneurysm. The patient was reporting to be recovering. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the common femoral artery. The vessel diameter is unknown. The blood loss was less than 250cc's. There was non-serious health damage to the patient. There were no other devices or equipment used with the reported product.